Manufacturer narrative:
Analysis synthesis: expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.

Event description:
Reportedly, the home monitor remains off.